Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, customer was advised that the sensor may be malfunctioning. The customer was advised to change site. The customer was advised to return the sensor in use and offered to replaced product. The customer is changing out sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm the insertion complaint due to the customer not returning the insertion needle, sensor only.